Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during the patient's clinic visit on (B)(6) 2016, interrogation of the patient's system controller revealed an increase in pump power consumption. The patient was reportedly symptomatic. The patient's laboratory test results showed elevated lactate dehydrogenase (ldh) levels and an increased level of total bilirubin in the blood. Unspecified changes were made to the patient's medication. No further information was provided.

Manufacturer narrative:
The report of elevated pump power values was confirmed based on the evaluation of the submitted log files. Based on the manufacturer¿s past complaint experience and similar reported events, the elevations in pump power and estimated pump flow values, and decreased pulsatility index events, coupled with elevated lactate dehydrogenase level could be indicative of potential device thrombosis, and are consistent with the evaluation of the returned pump. The pump was returned with the driveline cut approximately 6 inches from the pump housing and the severed portion of the driveline was returned in two pieces, a 6 inch portion and a 27 inch distal end portion. Upon disassembly, examination of the blood tube/rotor inlet revealed a denatured thrombus ring adhered to the inlet bearing ball. The ring appeared to have evidence of laminated layering, which is an indication that it developed over an undetermined time while the pump was operating. A deposition was also situated on one of the blades of the rotor. The deposition was not adhered to any surfaces. The deposition appeared to be similar to areas of the thrombus ring found on the inlet bearing ball and potentially originated there. The thrombus formations found in the pump could have contributed to the report of elevated lactate dehydrogenase level. The formations could have also created additional resistance on the spinning rotor, potentially contributing to the report of elevated pump power values. Examination of the pump¿s bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. The instructions for use lists hemolysis and thrombus as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Additional information: the vad coordinator reported that the cause of the increased power consumption was not known but was presumed to be related to fibrin/thrombosis deposition on the pump. No equipment was exchanged at the time. The patient was being closely monitored and had been upgraded to 1a status on the heart transplant list. The patient continued to experience intermitted pump power elevations. Laboratory test results showed that the lactate dehydrogenase (ldh) and total bilirubin values remained elevated. Medical management with trental was initiated with a slight improvement. On (B)(6) 2016, the patient was hospitalized for diuresis and monitoring of ¿bloody stool¿ and supratherapeutic inr. It was reported that the patient¿s symptoms worsened on (B)(6) 2016 requiring the initiation of inotropic treatment. A pump exchange was subsequently performed on (B)(6) 2016.